Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 5.5 mmol/l. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported motor position encoder error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No unexpected motor position encoder error alarm or motor error alarm noted during testing. Unable to confirm the error alarm in the alarm history due to an overwritten history file. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarms noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.